Manufacturer narrative:
As reported, progel platinum glass vial broke when they were pushing on the push rod. Based on the sample condition and photos of the device, root cause of the glass break is the result if forces applied to the plunger during setup and removal of the push rod. Photos show the push rod was set up on angle in the housing. When pressed in this condition it resulted in the glass break and bending of the push rod at the distal end. Removal of the push rod and glass after setup resulted in further damage to the glass. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (30-may-2025) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the progel platinum glass vial broke and would not push down on the applicator housing as the bottom part of the hra vial was broken on top. T he product was used within 20 minutes of mixing peg and sterile water. There was no patient injury.

Event description:
As reported, the progel platinum glass vial broke and would not push down on the applicator housing as the bottom part of the hra vial was broken on top. The product was used within 20 minutes of mixing peg and sterile water. There was no patient injury.

Manufacturer narrative:
As reported, progel platinum glass vial broke when they were pushing on the push rod. Based on the sample condition and photos of the device, root cause of the glass break is the result if forces applied to the plunger during setup and removal of the push rod. Photos show the push rod was set up on angle in the housing. When pressed in this condition it resulted in the glass break and bending of the push rod at the distal end. Removal of the push rod and glass after setup resulted in further damage to the glass. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (30-may-2025) is considered to be a best estimate based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the expiry date and annex c code. Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: d4 (expiry date), h6 (imdrf annex c) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.